Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: evidence of reprocessing/re-use of a single-patient use device the device was returned with the tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was tested for functionality and it did not activate. The device was disassembled to inspect the condition of the internal activation components and corrosion was found in the activation domes. Due to the corrosion discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion to the device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad was gone in between surgeries in the first case. Piece retrieved with a grasper it is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.